Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/30/2024, it was reported by a distributor via (B)(4) that an ar-13997mf multifire fastpass scorpion¿ jaws would not close. This occurred during a procedure so was not functioning correctly.

Manufacturer narrative:
Additional information g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being applied during use and/or unsecure grasp of tissue.